Event description:
It was reported that this right atrial (ra) lead conductor was suspected to be fractured, although this could not be confirmed by fluoroscopy. As a result, this ra lead was surgically explanted and replaced. No additional adverse patient effects were reported.